Event description:
After deploying the catheter with the guide wire in advance inside the body and performing the application several times, the wire became stuck and could not be pulled out. The procedure was successfully completed after replacing it with a different lot. Infected: unknown infection name: diagnosis or treatment: resolution: different device used (same model). Where did event occur: inside the patient. Patient outcome: no patient injury. First time the unit was used: tested prior to use: used before expiry date: generator used, ablation catheter used, other used.

Manufacturer narrative:
The complaint was returned the label confirmed the guidewire's lot number. A visual and microscopic examination of the returned product was completed, and the following features were observed: - the guidewire is a 3-piece construction, with a coil, core, and ribbon. The coil, core, and ribbon are welded at the proximal end, the coil and ribbon are welded at the distal end. - three bends were noted on the returned guidewire: at 10cm and 19cm from the distal tip, and at 72cm from the proximal weld. - no anomalies were observed to indicate a manufacturing issue with the distal or proximal weld. A finger pull test was carried out on both welds and it was confirmed the two welds are intact. - no other damage was noted on the returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "improper use" and/or operational context" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "functional: unable to remove" however upon inspection the classification as analysed was determined to be "damaged: bent". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
After deploying the catheter with the guide wire in advance inside the body and performing the application several times, the wire became stuck and could not be pulled out. The procedure was successfully completed after replacing it with a different lot. Infected: unknown. Infection name: diagnosis or treatment: resolution: different device used (same model). Where did event occur: inside the patient. Patient outcome: no patient injury. First time the unit was used: tested prior to use: used before expiry date: generator used. Ablation - catheter used. Other used.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device return.